Manufacturer narrative:
Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs. No more damages were noted during visual examination. The device was functionally tested and it worked as intended. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used to fixate mesh. During the procedure, the white tip fell off into the patient after firing three times. The tip was found and removed with no adverse patient consequences.